Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, 26mm sapien 3 ultra case by transfemoral approach in aortic position. During the procedure, a tear at the distal tip of the 14fr esheath plus was observed when the commander delivery system reached the sheath tip. No resistance was noted during insertion of the esheath plus, advancement of the commander delivery system, or removal of the esheath plus. No patient injury occurred, and the patient remained stable throughout the procedure. The suspected root cause is that the sheath tip tear occurred during advancement of the delivery system through the esheath plus, as angiographic imaging showed the sheath tip opening slightly more than typically observed.